Event description:
The report received from the field indicated that, one year after the index procedure, the patient returned to the cath lab where repeat angiography demonstrated restenosis in the previously implanted cypher stent. A3.25 x 10mm cutting balloon as used to treat the restenosis. The patient was discharged from the hospital in stable condition.